Manufacturer narrative:
On (B)(4) 2013, an isi field service engineer (fse) performed a field evaluation at the site. The fse discovered that the blue energy cable had a short where the valley lab adapter attaches to the esu cable. The cable short prevented monopolar energy from working. The fse was able to repair the system by replacing the blue energy cable. The fse tested the system and made sure that monopolar and bipolar energy, and the surgeon side console (ssc) pedals were working. On (B)(4) 2013, isi contacted the fse and obtained additional information regarding the reported event. According to the fse, the surgical staff attempted to contact isi for troubleshooting when the reported issue occurred. However, for an unknown reason, the fse indicated that the surgical staff could not get through to contact isi's customer support. The surgeon then made the decision to convert the surgical procedure to open surgical techniques. The fse did not know how long the surgical procedure was in progress before the case was converted to open surgical techniques. The fse verified on (B)(4) 2013, that the site had ordered a replacement energy cable and the issue had not reoccurred. Intuitive surgical inc. (Isi) has made several attempts to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the system logs for the site with a procedure date of (B)(6) 2013. A review of the system logs did not reveal any system errors that occurred during the surgical procedure. Based on the information provided, this complaint is being reported due to the following conclusion: the surgeon converted the da vinci si surgical procedure to open surgery after the surgical staff encountered an issue with the esu cable.

Event description:
It was reported that during a da vinci si surgical procedure, the surgical staff indicated that the valley lab electrosurgical (esu) unit would not activate bipolar instruments. The surgeon then made the decision to convert the surgical procedure to open surgical techniques. After the surgery was converted to open, the surgical staff contacted an intuitive surgical inc. (Isi) technical support engineer (tse) for assistance. According to the tse, the site did not have a backup esu cable. The tse also indicated that the surgeon did not want to use the external foot pedals and chose to convert to open surgical techniques.